Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(6) (ode). Ode sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end and the instrument, the air/water channels of the device. The testing result cleared the german guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, on august 2nd, 2021, following microbes were detected from the sample collected from the subject device. Instrument channel: brevundimonas diminuta (8 cfu/10ml) and micrococcus spp. (1 cfu/10ml) other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) checked the subject device and found followings; the cementing of the bending section rubber was leaky. The large light guide cover glass was chipped. The distal end was corroded. The cementing of the bending section rubber was chipped. The insertion tube was broken. The plate of inside the grip section was deformed. The air/water cylinder was corroded. The angulation had too much play and the angulation did not meet specification. The pixel-faults were in the image area. The contacts of the plug unit were slightly deformed. The coating of the light guide tube was slightly damaged. Omsc reviewed the reports (above) of (B)(4) and found the reportable events as follows from their photos; there was foreign object at the distal end (in the instrument channel) of the subject device. There was a possibility that the insufficient or incorrect reprocessing endoscope had been used by user. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. [Causes] it could not be conclusively specified the root causes of the reported phenomena. [Consideration] -relation between reported phenomenon, positive result for the microbiological test and the subject device: it was presumed from the following investigation result that the reported phenomenon was unlikely related to the subject device. Growth of microorganism was confirmed from the instrumental channel at the microbiological by the user facility after reprocessing. When the microbiological test that a third party laboratory conducted for olympus deutschland gmbh (ode) request after reprocessing in accordance with the instructions for safe use (IFU) before repair, growth of microorganism was not confirmed from the instrumental channel and air/water channel. -corrosion inside instrumental channel at the distal end it was presumed the following from the investigation results with checking the former similar cases and olympus deutschland gmbh (ode) /olympus europe se & co. Kg (oekg) inspection. * remained water in the channel was not removed, and metallic inner pipe at the distal end was corroded. As a result, foreign material was easy to adhere. -insufficient or incorrect reprocessing endoscope was used for next procedure it was presumed the following from investigation results with checking the former similar cases and olympus deutschland gmbh (ode) /olympus europe se & co. Kg (oekg) inspection. *process of reprocessing conducted by the user was different from the process recommended in the instructions for safe use (IFU). *insufficient training for staff on device handling and conducting reprocessing in accordance with the instructions for safe use (IFU). The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.